Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced peritonitis and later passed away coincident with therapy for peritoneal dialysis. The patient was diagnosed with peritonitis while in the hospital for an unrelated condition. The patient was treated with unspecified broad spectrum antibiotics and fluconazole (dose, frequency and route not reported) for the peritonitis. The patient¿s catheter was removed and hemodialysis was initiated. While hospitalized, the patient was also diagnosed with sepsis and later passed away due to hypoglycemia and diffuse encephalopathy. Therapy was ongoing until the time of death. It was unknown if the patient had recovered from the peritonitis prior to passing away. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k06125 and h13l20033 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).